Manufacturer narrative:
During testing at the service ctr, the device alarmed with an e321 (battery charger timeout) malfunction alarm code. The probable cause was due to the battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a customer report of "malfunction during infusing infant." The customer contact reported the device was immediately exchanged and therapy was continued. There were no reported adverse effects to the pt and no reported delay of therapy critical to the pt. No med interventions were required. This did not indicate a reportable malfunction; however, during verification testing at the service ctr, the device alarmed with an e321 (battery charger timeout) malfunction error code and e321 error code was seen in the device history.